Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 21/jan/2026 against lot number 6002729 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information, malfunction cannot be determined. The review confirmed that lot 6002729 and the identified failure mode are not associated with any nonconforming reports (ncr) or capas of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 21/jan/2026 against "lot number" criteria equal 6002729 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information, malfunction cannot be determined. The count of complaints is 14. The complaints numbers are complaint(B)(4) complaint (B)(4), complaint (B)(4), check attachment document. Conclusion: after review, only complaint (B)(4) was determined relevant to the reported issue. The other seven records were previously closed and are not applicable to this investigation. See attachment similar complaints lot 6002729.pdf. Device history record (DHR) review: the lot 6002729 was manufactured according to the work instruction (wi) version 77 and manufactured in the multivac 12 on 14-aug-2023, with a total of (B)(4) units. The sub-assembly the lot 3h00387 was manufactured according to the wi version 26 and manufactured in the quickset line, on 14-aug-2023, with a total of (B)(4) units. The lot 3h00388 was manufactured according to the wi version 26 and manufactured in the quickset line, on 14-aug-2023, with a total of (B)(4) units. The lot 3h00725 was manufactured according to the wi version 26 and manufactured in the quickset line, on 14-aug-2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing the lot 3h00363 was manufactured according to the wi version 38 and manufactured in the gluing machine mp08, on 12-aug-2023, with a total of (B)(4) units. The lot 3h00361 was manufactured according to the wi version 38 and manufactured in the gluing machine mp08, on 13-aug-2023, with a total of (B)(4) units. The lot 3h00364 was manufactured according to the wi version 38 and manufactured in the gluing machine 04, on 13-aug-2023, with a total of (B)(4) units. The lot 3h00365 was manufactured according to the wi version 38 and manufactured in the gluing machine 05, on 11-aug-2023, with a total of (B)(4) units. The lot 3g03005 was manufactured according to the wi version 38 and manufactured in the gluing machine 04, on 14-aug-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: device history record DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2024 for three days due to hyperglycemia and diabetic ketoacidosis and received treatment with intravenous insulin drip.